Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported that the company representative had called and indicated that the customer had complained that the remote monitor call center had "misdiagnosed" a patient's rhythm on a remote transmission report. The customer was "angry" and "possibly wrong treatment" for the patient could result. The cardiologist did not review the transmission right away and when the electrophysiologist (ep) reviewed it "several days" later, the arrythmia diagnosis was "wrong." Additional information received from follow up indicated that when the physician reviewed it realized that the patient was in a "slow ventricular tachycardia (vt)," a cardioversion was done at that time and the patient is "fine." The website remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).